Manufacturer narrative:
H6: investigation summary a 2000e china product was not available for investigation; and, the lot number of the complaint product was reported unknown. The feedback provided by the customer indicates the smartsite device was blocked following attempts to prime the connector; however no further information was provided by the customer to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that the bd smartsite¿ needle-free connector was blocked during use. The following information was provided by the initial reporter, translated from chinese: "at 9:30 on october 21st, the responsible nurse replaced the connector during PICC maintenance for the patient in bed 7 and found that the replaced infusion connector could not be used. Replace the joint after normal use."

Event description:
It was reported that the bd smartsite¿ needle-free connector was blocked during use. The following information was provided by the initial reporter, translated from chinese: "at 9:30 on (B)(6), the responsible nurse replaced the connector during PICC maintenance for the patient in bed 7 and found that the replaced infusion connector could not be used. Replace the joint after normal use."

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter e-mail: unknown. This is an international code - the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided is for the domestic similar product: k960280. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.